Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with suspected pump thrombus presenting as high power and high flows accompanied by elevated lactate dehydrogenase (ldh) and plasma free hemoglobin (hgb). Log file submitted captured quite a few pulsitile index (pi) events throughout the log but also near the end of the log noted several above baseline powers in the 7-8 watts range. Additional information reported that the patient continued to have intermittently elevated flows above baseline. Plasma-free hgb remains within normal limits, but ldh is double the patient¿s baseline which has been sustained over the weekend. Baseline is approximately 200 unit/l, but is not persistently above 400 unit/l. Transthoracic echocardiogram (tte), computed tomography angiography (cta), and chest xray were completed on this patient. Ldh and plasma free hgb were also drawn multiple times to rule out false positives. Ldh was consistently high and plasma free hgb eventually came down. Device thrombus highly suspected however no treatment to lower ldh as patient was asymptomatic. There is no acute or chronic treatment aside from anti-coagulation bridge with heparin. The patient is at home after pump exchange surgery was deemed too risky and patient continued to show no signs and symptoms. Ldh trended down and patient will be managed remotely to monitor worsening signs of thrombus. No additional information provided.

Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed. Additionally, a direct correlation between the device and the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined through this investigation. Analysis of the log files provided by the account confirmed intermittent elevations of pump power and estimated flow; however a specific cause could not be determined through this evaluation. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log files. The log files appeared to show the system operating as intended. It was reported that the patient had suspected thrombus as evidenced by elevated ldh and elevations of pump power. A transthoracic echocardiogram (tte), computed tomography angiogram (cta), and chest x-ray were completed on this patient. Ldh and plasma free hemoglobin (hgb) were also drawn multiple times to rule out false positives. Ldh was consistently high and plasma free hgb eventually came down. The patient was asymptomatic and did not receive any treatment to lower ldh. No adjustments were made to the patient¿s anticoagulation treatment. The patient received no acute or chronic treatment aside from anticoagulation bridge with heparin. The patient is at home after pump exchange surgery was deemed too risky and the patient continued to show no signs or symptoms. Ldh trended down and the patient will be managed remotely to monitor worsening signs of thrombus. The patient remains ongoing on vad support and no further issues have been reported. Device thrombosis and hemolysis are listed as adverse events that may be associated with the use of heartmate ii left ventricular assist system and information regarding how to monitor and respond to such events can be found in the heartmate ii IFU. The IFU also provides information regarding anticoagulation, including the recommended anticoagulation therapy and international normalized ratio (inr) range. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.